Event description:
During a pta / stenting treatment procedure, the stent delivery system would not pass over the guidewire due to an irregularity in the guidewire coating. The physician successfully crossed the lesion with the amplatz super stiff .035/260 exchange guidewire. He subsequently attempted to advance the unspecified stent system over the wire. At about 10 to 20 cm from the proximal end of the wire it was not possible to advance the stent system further. The physician exchanged the stent delivery system for another with similar results. The physician subsequently exchanged the amplatz super stiff guidewire for another brand of guidewire and the procedure was successfully completed. No pt injuries or complications were reported.